Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient went to emergency room due to infusion set's tubing ripped off event on 28-dec-2024. Event took place while dancing. The blood glucose level was 324 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. Patient took correction bolus via pump to address high blood glucose levels. Infusion set was in use for less than 48 hours. The patient was released from the hospital on (B)(6) 2024. No further information available.